Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's husband reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was over 500 mg/dl. Customer was in the hospital for about 3 hours as they had become sick from their husband and grandchildren. Customer left the hospital with their blood glucose level down to 120 mg/dl.